Event description:
Caller called in regarding unexplained high bg's. T/s per dop. Patient bg is: 300. Adv caller there are many reasons for high bgs and we would like to t/s their equipment. Patient did not contact their hcp for high bg's. Determined patient has treated for their high bg. Patient does feel ok to t/s. Time and date are correct. Basal rates are correct. Customer reported being hospitalized for high bgs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.